Event description:
It was reported via repair work order that the nurse call cable needed to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.